Event description:
The customer reported that the system will not fluoro in hlf mode. It only beeps but no image displays.

Manufacturer narrative:
The ge service rep was unable to duplicate the problem. System operates as intended.